Event description:
It was reported that the pt began falling once a day over the last 4 months. The pt believed intermittent or "bad" stimulation caused the falling episodes.

Manufacturer narrative:
(B)(4).